Event description:
It was reported that resident was being transferred from wheelchair to bed. As hoyer lift was being pushed under the bed, wheel of lift hit base of trapeze bar which shifted the weight of resident, causing the hoyer to tip which resulted in resident falling to the floor. Resident complained of hip pain, was transferred to the hosp. Diagnosis: fracture of left hip.